Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported patient's "worry about bia-alcl, morphological dissatisfaction and pain" and "rupture." The device status is unknown.